Event description:
It was later reported that the patient experienced somnolence. The cause of the event was unknown. However, it was indicated that it was due to ¿other-pneumonia?¿. When asked if the event was due to a difference cause, it was noted that the patient was admitted for an infection. On 2015 (B)(6), a patient death occurred. It was indicated that the death was not considered to be device-related. The device system was used to deliver morphine 2.65/day at 20mg/ml, which began on 2015 (B)(6). The cause of death was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported a manufacturer representative was requested to check the pump because the patient stated it was ¿not working right.¿ no patient symptoms were reported. The system was being used to deliver morphine. No additional clarifying information regarding the nature of the event was reported. No diagnostic testing or troubleshooting was reported. The patient outcome was not known. A supplemental report will be submitted if additional information becomes available.

Event description:
On (B)(6) 2015, additional information was received from a healthcare provider (hcp) regarding a patient received morphine via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. On an unknown date, the patient was admitted to the hospital for pneumonia. The hcp did not believe the pump was related at all, they were never contacted regarding the pump and don¿t know if any troubleshooting was performed. The hcp was not the patient¿s primary care provider, so they have no information on the cause of death. The hcp did not believe an autopsy was performed; the pump was removed because the patient was cremated. They did not know the current status of the pump but suspected that it was destroyed. The hcp stated they were not allowed to release any further information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l61548, implanted: (B)(6) 1999, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).